Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6), 2008. Patient experienced aches, pain in her left hip, groin and leg, pain when sitting, standing and walking, stiffness and difficulty with activities of daily living, and elevated levels of cobalt and chromium. Patient has not yet scheduled an explantation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Update-- 12/17/2015- dor received. The complaint and associated mdrs were updated.